Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure the system would not perform phacoemulsification. The patients natural lens was removed by aspiration. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The site was visited and the system was examined. The reported event could not be replicated. The system was tested and found to meet specifications. This system was manufactured on 09/23/2005. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore the root cause of the reported event cannot be determined conclusively. (B)(4).